Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime/compromised force sensor system, and no delivery tests. There was no excessive "no delivery" alarm noted. The insulin pump was received with a broken reservoir tube lip, a broken belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked display window corner, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she keeps having issues with the no delivery alarm on the insulin pump. Customer's blood glucose is 219 mg/dl. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer reported normal resistance with the plunger push and stated that the insulin exits freely. Customer assembled a new infusion set and reservoir. Customer stated that the pump did alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.